Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurement less than 20 ohms. Additional information was received and indicated that some type of interference when the patient was transmitting was suspected. The shock lead impedance was in 53 ohms during the last interrogation. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.